Event description:
It was reported that during a kidney stone procedure, the fiber tip broke. A second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a kidney stone procedure, the fiber tip broke. A second fiber was used to complete the procedure. There were no patient complications.